Event description:
It was reported that two impactor heads broke during intra-operative impaction. During the procedure, both impactor heads snapped on the final strike, no fragments fell into the surgical site, and the surgery was completed. The patient had no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device has not returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.